Event description:
It was reported by the customer that during routine check cardiosave intra-aortic balloon pump(iabp) failed power-up test. It was also observed system over temperature alarms. During check, the compressor found it to be faulty. There was no patient involved.

Manufacturer narrative:
Other contact person: (B)(6). Other event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. Corrected field: h6 (medical device ¿ problem code). A getinge field service engineer (fse) inspected the unit and noted a power up test failure with code #3, along with a system over temperature alarm. Upon evaluation, the fse suspected a faulty compressor requiring replacement for further diagnostics. The temperature sensor for the compressor scroll assembly was replaced; however, the suspected faulty temperature sensor was not available for return due to customer policy. All checks were completed, and no additional fault logs were observed. The unit passed all functional and safety tests per factory specifications and was returned to clinical use.

Event description:
N/a